Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the cracked plastic around the reservoir was damaged as well the pieces where the reservoir goes in was breaking off. The customer¿s blood glucose level was unknown. Customer also noticed that the battery cap was hard to open. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.